Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to switch to multiple daily injections as a backup therapy.